Manufacturer narrative:
Model number / catalog number: sc-2218-70, serial number: (B)(4), batch / lot number: 17685065. Model / catalog description: linear st lead kit 70 cm. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. X-ray was taken and showed that the lead migrated. The patient underwent a lead replacement procedure wherein it was confirmed that the lead was fractured and had high impedances. The patient was doing well postoperatively.